Manufacturer narrative:
Findings: pump received with no button response due to flattened all button dome switch no(crease). No unlocked lcd keypad connector. Unable to test motor error alarm due to all buttons not responding. The motor was tested outside of the device and passed. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 161 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not reported a motor position encoder error alarm. The customer was able to rewind the pump. The customer stated that the pump vibrate 6 times and alarm came back. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.